Manufacturer narrative:
Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. No patient reusable heating blankets are used by the hospital and the 3t aerosol collection set is replaced after the allowed use period. Moreover, a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used. In addition livanova learned that when the device is not used,it is it stored full of water and the hydrogen peroxide (h2o2) level is not checked daily but only if the device is used. As per device instruction for use the hydrogen peroxide level must be checked daily and if this is not applied the device must be drained. This deviation may have led/contributed to the reported contamination.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, the laboratory of (B)(6) 2022 show contamination with mnt chimaera, the customer required dd procedure.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.